Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump powered up properly after battery installation, and was received with operating currents within spec. No failed battery test alarms or blank display noted. The pump had a corroded battery tube and minor scratches on the lcd window.

Event description:
It was reported the customer had a blank display on their insulin pump. The customer also reported a failed battery test alarm. Customer stated they had tried three batteries, but the alarm persists. The customer stated a new battery cap did not resolve the issue. Customer's blood glucose was 135 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.